Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubbles noticed in the reservoir. The customer¿s blood glucose was unknown at the time of incident. The size of air bubble was 0.4 cm. The reservoir will not be return for analysis.